Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes),h11. . Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and found the ECG cable to be damaged. The fse replaced the ECG cable set: cable assy, ECG trunk cable, 5-lead and cable assy, ECG leadwire set, 5-lead. All functional and safety checks have been performed to meet factory specifications. The device was return to customer for clinical use.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Full initial reporter name: (B)(6). Corrected data: e1 (event site telephone), h6. (Medical device, problem code, investigation findings, component codes, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs300 intra-aortic balloon pump (iabp) had ECG cable sheath damaged. There was no patient involvement and no harm reported.